Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. There was no reported adverse impact to the customer. Customer will continue to use current pump or will contact their healthcare provider to obtain alternate insulin therapy.